Event description:
Insulet corp manufacturers of omnipod (a device the pt wears that delivers insulin constantly) made a design change resulting in a new omnipod. They were going to process my order for it until I found out the cost would be 1,692 dollars for a 90 day supply. This order was going to be shipped by their distributor (B)(6). I then called my rx provider, and was advised that I could get the same 90 day supply for 200 dollars. My doctor emailed them, express scripts, my rx for this. I received a call from express scripts advising that they could not fill my rx as insulet had a new omnipod and they did not change the nbc number and update the national database. They advised they had not filled any rx for the omnipods since june 10, 2013 as they could not send out the new omnipod without the new nbc number. I contacted insulet corp, (B)(6) ((B)(6)) on(B)(6) 2013. He was unaware of the problem but advised that upper management would look into it. I have not heard anything from them since. I am now out of pods and had to go back to insulin injections. What I find interesting is the insulet's distributor was shipping the new pods at the higher price without the new nbc number. Yet express scripts, by federal law, could not ship them at the lower price to their pts.